Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred using multiple cartridges during the load process. Insulin injections were used as an alternate for insulin therapy. Blood glucose was 460 mg/dl and the customer considered this level to be "normal".